Manufacturer narrative:
This serves as a correction report.

Event description:
Abbott diabetes care received a user report from the (B)(6), which reported the following information: a healthcare provider reported a customer (a child of 8 years) experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the reaction developed over a six-month period, starting in (B)(6) 2017, and included symptoms of ¿itchiness, severe eczema, pus and infection¿. Customer's healthcare provider was contacted in follow-up and provided the following information regarding the specific treatment that was rendered to the customer: beginning on (B)(6) 2017 customer was prescribed betnovate cream (betamethasone) and fucicort cream (fusidic acid and betamethazone valerate), which ¿worked as intended¿. Customer was also prescribed hydrocortisone cream by a different provider. The customer was also advised to use duoderm, a hydrocolloid dressing. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from the (B)(6) medicines agency, which reported the following information: a healthcare provider reported a customer (a child of (B)(6) years) experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the reaction developed over a six-month period, starting in (B)(6) 2017, and included symptoms of ¿itchiness, severe eczema, pus and infection¿. Customer's healthcare provider was contacted in follow-up and provided the following information regarding the specific treatment that was rendered to the customer: beginning on (B)(6) 2017 customer was prescribed betnovate cream (betamethasone) and fucicort cream (fusidic acid and betamethasone valerate), which ¿worked as intended¿. Customer was also prescribed hydrocortisone cream by a different provider. The customer was also advised to use duoderm, a hydrocolloid dressing. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received a user report from the danish medicines agency, which reported the following information: a healthcare provider reported a customer (a child of 8 years) experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the reaction developed over a six-month period, starting in (B)(6) 2017, and included symptoms of ¿itchiness, severe eczema, pus and infection¿. Customer's healthcare provider was contacted in follow-up and provided the following information regarding the specific treatment that was rendered to the customer: beginning on (B)(6) 2017 customer was prescribed betnovate cream (betamethasone) and fucicort cream (fusidic acid and betamethazone valerate), which ¿worked as intended¿. Customer was also prescribed hydrocortisone cream by a different provider. The customer was also advised to use duoderm, a hydrocolloid dressing. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors and no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.